Event description:
Pt reports she has an up occlusion on her curlin pump. Spoke with pt and tried to trouble shoot / pt stated no kinks in line and all clamps open. She did say tubing is flat. Since up occlusion is an error between the bag/bottle and the pump we had to replace the curlin set. This allowed the flow of medication to be delivered. Let pt know that if it happened again during the night, to replace curlin set again to complete hyqvia infusion. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Lot number and expiration date unknown. Diagnosis for use: antibody deficiency with near-normal imm.